Event description:
Embolization treatment of an av fistula with onyx. During onyx injection, it was reported that onyx went into the right internal carotid artery and caused a stroke. The pt condition was reported as "injured, acv thrombotic".

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were consumed in the event. Model numbers and lot numbers of onyx involved: model # 105-7000-060, lot number: 7158382, dom: 02/23/2009, exp: 12/01/2011. Model # 105-7000-060, lot number: 7001127, dom: 01/21/2009, exp: 11/01/2011. Model # 105-7000-060, lot number: 6651679, dom: 10/13/2008, exp: 09/01/2011.